Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that full height drawer 2.2 did not open fully. A field service engineer opened and closed the drawer multiple times to activate the existing grease inside the drawer rails. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 2.2 did not open, when user attempted to remove the medications during a procedure. Customer confirmed that there was no impact to patient care as users were able to remove the medications from other station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that full height drawer did not open fully. A field service engineer opened and closed the drawer multiple times to activate the existing grease inside the drawer rails. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 2.2 did not open, when user attempted to remove the medications during a procedure. Customer confirmed that there was no impact to patient care as users were able to remove the medications from other station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.